Manufacturer narrative:
Per the package insert, loosening and fracture of implant and/or bone are known potential adverse effects of the tka procedure. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00588001502, nexgen rotating hinge knee femoral component, lot 62889398; 00598800539, nexgen tibial half block augment tapered precoat with screws, lot 62258893; 00598802015, nexgen stem extension offset 15mm dia x 100mm length, lot 62780966; 00598800529, nexgen tibial half block augment precoat tapered, lot 62274867; 00598801022, nexgen stem extension straight 22mm dia x 100mm length, lot 61779684. Customer has indicted that device has been discarded. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available. This report is 1 of 6 for this patient: 0001822565-2017-02407, 0001822565-2017-02408, 0001822565-2017-02409, 0001822565-2017-02416, 0001822565-2017-02417, 0002648920-2017-00253.

Event description:
It is reported that the patient was revised due to distal femoral fracture and tibial loosening after a knee arthroplasty. No adverse events have been reported as a result of the malfunction. No additional patient consequences were reported. No additional information is available.